Manufacturer narrative:
(B)(4), lens popped out of the eye - unlabeled. (B)(4).

Event description:
The reporter stated that the surgeon inserted an aq2015a three piece silicone lens and the lens popped out of the eye on unto the field. There was no pt injury. The reporter stated, the incident was the result of a loading error.